Event description:
Attune articulating surface spring loosened and came off second set of articulating surface was used.

Manufacturer narrative:
Additional information has been received which indicates that the piece thought to be missing is actually accounted for. Therefore, this event is no longer reportable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.